Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the error messages was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed a b30 and e216 scope communication error messages. There was no patient involvement.